Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. The customer's current blood glucose was 526 mg/dl. Customer treated high blood glucose using bolus. Customer did not experienced any symptoms related high blood glucose. Troubleshooting was declined due to high blood glucose. Auto mode feature was unknown during the time of event. The insulin pump will not be returned for analysis.